Manufacturer narrative:
Concomitant medial product: dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient has been feeling short of breath since their "3rd lead", the left ventricular lead was disconnected. The patient stated that the lead was disconnected as "it was taking up; too much of the battery". No further patient complications have been reported as a result of this event.